Event description:
It was reported that the pump was charging every two days and turning on randomly, with the buttons being pressed invisibly. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting assistance, and no additional actions were taken.